Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for automated peritoneal dialysis (apd). Action taken with dianeal therapies was not reported. On an unreported date, the patient experienced peritonitis. The cause of peritonitis and treatment were not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.